Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is being filed to report atrial perforation. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation regurgitation (mr) with a grade of 4. It was noted a bounding fossa, dilated left and right atrium. A steerable guide catheter (sgc) was advanced to the mitral valve, and a clip was deployed in the a2/p2 central location. However, when the sgc was retracted back from the left atrium, a shunt was observed. The atrial perforation was not treated due to the patient was in good condition with proper oxygenated blood level. One clip was implanted, reducing mr to 1-2. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Based on the information reviewed, the reported patient of atrial perforation appears to be related to procedural conditions. The reported patient effect of atrial perforation as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.